Event description:
Pt's wife changed an oxygen cylinder connected to the impulse elite oxygen conserving device, with a new full tank. When the wife turned the tank on, flames shot up from the cylinder. This caused ignition/melting of the impulse elite and oxygen bag. It is unk as to what caused the fire. The wife suffered 2nd and 3rd degree burns to her hand. Property damage to the dining room table, hardwood floor, and smoke soot in house. Wife managed to put out fire.

Manufacturer narrative:
Waiting for return of device to evaluate. A follow-up report will be submitted after the eval.